Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device's power cord was returned to the (B)(6) laboratory for further investigation. During the investigation an intermittent open condition was observed. The device's power cord was replaced to address the issue.